Event description:
A user facility clinic manager (cm) reported that a dialyzer blood leak occurred within one minute after initiation of the patient¿s hemodialysis (hd) treatment. It was stated the technician noticed pink dialysate in the red hanson line and the patient¿s blood was not returned. The cm stated the estimated blood loss was 150 ml. The cm confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a "minor" blood leak alarm and treatment was immediately discontinued. Blood leak test strips were not used as the blood leak was visually noted for the presence of blood. The cm also stated that fresenius bloodlines were used for treatment and confirmed that the leak was internal and no external blood leak was observed. The cm stated that there were no defects or damage seen on the dialyzer. Immediately following the event, the patient was re-setup with new supplies on the same machine where the patient was able to complete treatment. The cm confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, no defects or irregularities were visually observed on the fiber bundle or any of the molded dialyzer components. The returned sample was subjected to a laboratory bubble point test. An internal leak was detected from a fiber as a steady flow of bubbles were observed to emanate from the non-cavity ID end potting cut surface at approximately 80 during gross visual examination, a delamination was observed in the polyurethane (pu) to be extending from approximately 130° to 210° with the ports at 0° on the non-cavity ID end. Further visual examination did not identify any other damage or irregularities on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one two approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that a dialyzer blood leak occurred within one minute after initiation of the patient¿s hemodialysis (hd) treatment. It was stated the technician noticed pink dialysate in the red hanson line and the patient¿s blood was not returned. The cm stated the estimated blood loss was 150 ml. The cm confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a "minor" blood leak alarm and treatment was immediately discontinued. Blood leak test strips were not used as the blood leak was visually noted for the presence of blood. The cm also stated that fresenius bloodlines were used for treatment and confirmed that the leak was internal and no external blood leak was observed. The cm stated that there were no defects or damage seen on the dialyzer. Immediately following the event, the patient was re-setup with new supplies on the same machine where the patient was able to complete treatment. The cm confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility clinic manager (cm) reported that a dialyzer blood leak occurred within one minute after initiation of the patient¿s hemodialysis (hd) treatment. It was stated the technician noticed pink dialysate in the red hanson line and the patient¿s blood was not returned. The cm stated the estimated blood loss was 150 ml. The cm confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a "minor" blood leak alarm and treatment was immediately discontinued. Blood leak test strips were not used as the blood leak was visually noted for the presence of blood. The cm also stated that fresenius bloodlines were used for treatment and confirmed that the leak was internal and no external blood leak was observed. The cm stated that there were no defects or damage seen on the dialyzer. Immediately following the event, the patient was re-setup with new supplies on the same machine where the patient was able to complete treatment. The cm confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Correction: d4 lot number, d4 expiration date, h4 device manufacture date.